Event description:
The device was used during an lar (lower anterior resection) procedure. Reportedly, the anvil did not tilt and the instrument was difficult to remove. The surgeon was able to remove the device and complete the procedure without any patient injury.